Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had a new system implanted on october 17th.

Manufacturer narrative:
H3. Analysis of the lead (l/n v576421) found no significant anomaly. Analysis of the lead (l/n v167182) found no significant anomaly. Analysis of the extension s/n (B)(6) found no significant anomaly. Analysis of the extension s/n (B)(6) found no significant anomaly. Analysis of the neurostimulator s/n (B)(6) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient experienced occasional shocking symptoms. The cause of these symptoms was unknown. Impedance checks were performed and all results were within normal limits (wnl). Extensions, adaptor, and n eurostimulator were removed with the intention of replacing them. After explanting those items, the surgeon noticed that the patient's leads appeared "rotted" and scheduled a case on (B)(6) 2024, to explant the leads and implant a completely new deep brain st imulation (dbs) system. The issue was not resolved at the time of this report. The healthcare professional had no further information regarding this event

Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v576421 implanted: (B)(6) 2011 product type lead product ID 3387s-40 lot# v167182 implanted: (B)(6) 2011 product type lead product ID 7482a95 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type extension product ID 7482a95 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2024 product type extension product ID 64002 lot# n345067 implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type adapter section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 02-aug-2013, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(6), ubd: 01-may-2011, UDI#: (B)(4); product ID: 7482a95, serial/lot #: (B)(6), ubd: 11-jun-2013, UDI#: (B)(4); product ID: 7482a95, serial/lot #: (B)(6), ubd: 14-oct-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.